Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was successfully implanted using the delivery catheter; however, during slitting the catheter tore off in the middle. The physician was able to grasp the catheter using forceps and the slit was finished without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned. Analysis found that the mechanical operation of the catheter was damaged. Visual summary analysis of the lead indicated damage at implant. (B)(4).